Event description:
Reporter alleged obtaining the results of 288 mg/dl, 284 mg/dl and 101 mg/dl back to back within 10 minutes on the compact plus system. Reporter stated that she took her 1000 mg of "fortimet" and 10 mg of glipizide as normal after obtaining the results. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The facility reported a pump with the stop button inoperable. The reported condition was identified during bio-med service. There was no patient injury or medical intervention necessary. No additional information is available. The software version for this device is currently not known.

Manufacturer narrative:
(B) (4) a baxter service technician evaluated the pump and confirmed the customer reported condition of "stop button inoperable" due to a fluid contamination in the flex keypad circuit trace. Upon completion of baxter's investigation of this report, the pump will be routed to our service department for the appropriate servicing to be completed prior to being returned to the customer. Uim master software versions with a software configuration number ending in (B) (4) will be categorized as remediated.

Manufacturer narrative:
(B) (4). The device has not yet been received for evaluation of "stop button inoperable". Should the pump be received for evaluation, or if additional information becomes available, a follow-up report will be filed upon completion of the evaluation.

Event description:
Caller states patient received results hi (greater then 33.3 mmol/l) and hi within 10 minutes on the performa system. A lab value drawn within 10 minutes of the reported values returned as 9.94 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B) (4) associated with this report. (B) (4)